Event description:
See MDR #3006425876-2014-00201 for the first event involving this pt. It was reported that in nephrology when removing the swg from the pt, resistance was met resulting in the unraveling of the wire. As a result, a third kit was opened and used without issue to complete the procedure. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).